Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient felt small electrical surges when the device was turned on or off.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3878-45, lot# 0209329445, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was significant lead migration. The outcome was resolved without sequelae. No actions were taken as intervention. X-rays showed significant lead migration. The etiology was noted as related to the lead. The etiology was noted as not related to the device or therapy and not related to the procedure. No signs and symptoms were reported. (B)(6) 2016 clinical x2, clinical update (sdy, hcp, rep, for): additional information received from the healthcare professional (hcp) of a clinical study reported that there was significant lead migration. The outcome was resolved without sequelae. No actions were taken as intervention. X-rays showed significant lead migration. The etiology was noted as related to the lead. The etiology was noted as not related to the device or therapy and not related to the procedure. No signs and symptoms were reported.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the outcome was ongoing with no further action needed. Intervention not completed due to lead migration clinically insignificant.

Manufacturer narrative:
(B)(4).

Event description:
The health care professional of a foreign clinical study reported the patient with indication for failed back surgery syndrome felt small jolts, not painful, radiating from the device when they turned the device off or on. The patient was advised not to switch of the device when charging as it does not make significant differences to charging time and will reduce the amount of small jolts being felt. The device was interrogated and impedances were within normal range and there were no open contacts. No action had been taken and the etiology was due to the stimulator. The event was possibly related to the device or therapy and not related to the implant procedure. The event was ongoing with no further action needed. If additional information is received a follow up report will be sent.